Manufacturer narrative:
No report of patient involvement. The hospital biomed replaced the broken caster which resolved the issue. No report of patient involvement. The hospital biomed replaced the broken caster which resolved the issue.

Event description:
The hospital reported that, while moving the anesthesia machine, the rear caster snapped off. There was no report of patient involvement and no reported injury.